Event description:
Home pt (hp) reports pt extension line separated from pt connector of homechoice set during drain 3/4 of homechoice treatment. Hp reconnected the extension line when a system error 2240 alarm sounded. The hp then discontinued treatment. The next night the hp set up new supplies to perform therapy and encountered no difficulties. Hp reports no pt injury or medical intervention as a result of incident.